Event description:
It was reported to boston scientific corporation in 2009 that graspit urological grasping forceps were used for a renal stone removal on five days prior. According to the complainant, the grasping forceps deployed and captured a large stone. Upon extraction, the distal tip disengaged from the device. The forceps tip was successfully extracted from the kidney with a different retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.